Event description:
It was reported that the patients right ventricular (rv) lead exhibited a lead warning for low impedance. Oversensing was also evident on the remote monitor report. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).